Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was pyelonephritis with sepsis. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Interrogation results indicates elective replacement indicator (eri) or end of life (eol). The longevity assessment was acceptable and visual screen was acceptable.